Event description:
The catheter was not recognized when paired to the device. The issue did not happen during a procedure. There was no patient contact, injury, or delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on october 09, 2017. Evaluation of returned device; the reported failure was confirmed. The monitor did not recognize the catheter due to faulty camcabl. No anomalies that could be associated with the complaint incident were observed. A minimum of 12 months review of camcabl cable was completed using the following key words catheter not recognized when paired to device - cable to catheter connection failure and functionally defective cable - root cause not determined in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates (B)(6) 2016 to (B)(6) 2017. (B)(4). Future complaints will be continued to be monitored and trended. The evaluation verified the complaint as valid; the cause was identified as a defective camcabl cable.